Event description:
A multiple clip applier failed during a procedure. When the device was refired, it tore the pt's artery.

Manufacturer narrative:
The account reported that the device was fired once and malfunctioned. It was then fired a second time and subsequently tore the pt's artery. Further pt injury or negative health related outcomes have not been reported. Sterilmed will continue to monitor this case and make FDA aware of any adverse health events associated with this situation, should any arise. Sterilmed conducted a thorough investigation with the actual device in question. The device was fired multiple times from different orientations. When the device was fired from the proper orientation, it functioned properly. These devices are rigorously tested prior to shipment to the customer, therefore, decreasing the likelihood for a device failure. The fact that this device was reprocessed in no way made it more susceptible for an event like this to occur, and the results from the investigation were unable to conclusively determine a root cause for the event.